Manufacturer narrative:
Age at the time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. An offroad re-entry catheter system was selected for use. During the procedure, a .018 wire was selected to facilitate positioning of the balloon inside the patient's body which caused too much friction. The .018 wire was then replaced with a .014 wire which successfully delivered the balloon. However, it was observed that the balloon ruptured. There were no patient complications reported.